Event description:
It was reported that a patient with diabetes experienced separation of the cleo from the adhesive, causing it to come out while worn on the abdomen the previous day. The separation of device may cause leaking issue based on this information, the event is considered reportable. The event occurred during infusion. No additional adverse consequences were identified.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.